Manufacturer narrative:
Smith & nephew's medical advisor noted this event relates to a pt with multiple medical problems who underwent a procedure with the versajet and subsequently had a respiratory arrest and died. There is no evidence to suggest that there was a malfunction or inappropriate use of the device. There is no evidence to suggest that the pt's death was in any way related to the use of the device. According to the clinical trial physician, the pt's death was not related to the console.

Event description:
Under clinical trial to investigate the skin to skin time associated with the first surgical debridement of lower extremity ulcers, the pt was allocated to the versajet treatment group and underwent surgery in 2006 with versajet. Outcome attributed to adverse event: there were no operative complications. The pt signed out of the hosp against medical advice and expired at another hosp the day pt left against medical advice. The pt suffered respiratory arrest following discharge from the hosp conducting the clinical trial. The date of death is currently unk.